Event description:
It was reported that patient presented remotely via merlin.net, the implantable cardiac monitor (icm) lead exhibited far-p oversensing which triggered as a false atrial fibrillation episode. No intervention was reported. The patient had no consequences.

Manufacturer narrative:
Further information was requested but not yet received.